Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8030667, medical device expiration date: 2022-12-31, device manufacture date: 2018-02-05. Medical device lot #: 7300980, medical device expiration date: 2022-12-31, device manufacture date: 2018-02-05. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ IV catheters were found with foreign matter on them. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd angiocath IV catheters were found with foreign matter on them. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A review of the device history record was completed for sub-assembly (B)(4), lot 7360568 manufactured from 16-jan-2018 to 31-jan-2018 at acam04 machine under used in claimed lot 8030667. This lot was reviewed regarding the tests of ¿damaged component¿, ¿foreign matter/ silicone visible¿, ¿damaged product inside the package¿ and were not evidenced records that could lead to claimed defects. Received two sealed units from material number (B)(4) for angiocath 20gx1.88in. Bd was able to verify a damaged needle and visible silicone drops on the catheter. It should be noted that this silicone does not cause damage to the wearer and is used to aid in the slippage of the catheter during venipuncture. Bd was not able to verify the other reported issues. The root cause has not been determined for the damaged needle. The root cause of the silicone was due to excessive amount of silicone that is dispensed during the catheter siliconization process. A corrective action project has been initiated to investigate the issue.